Event description:
It has been reported to co that during the procedure this device leaked. Reportedly, the pt experienced bleeding and formed hematomas. The device was removed and replaced. The pt reported as fine. The device is not being returned for co's analysis.